Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2011].device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn by the "up" and "contrast' buttons. The "up" arrow button was found to be intermittently responding. The "up" button contact was found to be inverted. The keypad was removed and contamination was observed under the button contacts.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up arrow button is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).